Event description:
The customer reported high blood glucose levels. The customer stated that her blood glucose levels dropped to 190 mg/dl after a manual injection, but went back up to 417 mg/dl. Troubleshooting was performed, and the insulin pump failed the prime test. It was also stated that the insulin pump would not rewind after getting a battery out limit alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.